Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a thorascopic pneumonectomy procedure. Reportedly, a component disengaged into the pt's cavity. The hosp has reported no pt injury occurred.